Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (was able to power on) has been confirmed. Upon investigation the battery charger/modem was missing a power supply and was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.